Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on (B)(6), 2007 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of four events reported for the same pt involving two separate products; associated mdrs #1225714-2014-02641 and 1225714-2014-02642.